Event description:
It was reported that (1) device was used during an unknown procedure. This device was sent back as a blind unit for clarification. It was reported by the rep that the al326, from an unknown laparoscopic cholecystectomy tray, would not clip properly. Another allport device was used to complete the case. There was no consequence to the patient.